Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation was not confirmed.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited out of range (oor) low pacing impedance less than 200 ohms. The physician elected to surgically abandon this ra lead during a procedure in which this pacemaker was change out due to normal battery depletion (nbd). A new ra lead and pacemaker were implanted. This ra lead and pacemaker are no longer in service. No additional adverse patient effects were reported.